Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6), 2017, it was reported that the device was producing an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was (b)(64), 2017 where it was reported that the device produced an incomplete mesh and the gears were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on august 25, 2017 revealed that the comb, roller, and roller gears were damaged on the device. The calibration was out of specification but the device produced a passing test cut. The 1.5:1 ratio cutter, serial number (B)(4) and the 2:1 ratio cutter, serial number (B)(4) both produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the roller, damaged comb, and gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device was producing an incomplete mesh¿ was unconfirmed since during the initial inspection it was noted that the device produced a passing test cut and also the cutters produced a passing sample mesh. The root cause of the reported event could not be specifically since during the initial inspection it was noted that the device produced a passing test cut and also the cutters produced a passing sample mesh. The issue was resolved by replacing the roller, damaged comb, and gears. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
Investigation revealed that the comb was damaged.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device had incomplete mesh. The reported issue occurred during meshing of previously recovered cadaveric donor skin. No adverse events were reported as a result of this malfunction.